Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 56mm cup. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that the patient fell and dislocated total hip, 2 years out from surgery. Physician decided to take the patient to the or and replace the cup and liner with an mdm implant. Upon entering the hip capsule, physician noted the cup was loose and removed the cup. He reamed until he felt he had good bone to place the revision cup. Cup was placed with 3 screws. Physician placed mdm liner and relocated the hip. Patient was closed and went to recovery room.